Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the legal manufacturer's final investigation. Corrected fields:g2 . Additional information: h11. Based on the results of the investigation, the presumed cause of the gas leakage from secondary tubing was due to tube deterioration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited gas leak from the secondary pipeline. There was no patient involvement.